Event description:
A physician was using this instrument during eye surgery when he noticed the instrument tip was missing. X-rays were needed of the eye to determine whether or not the tip could be located. The x-rays were negative.